Event description:
The consumer complained that the bandage caused swelling, bumps and bad odor.

Manufacturer narrative:
This report is being filed resulting from an FDA inspection at the MFR on (B)(4) 2012 where the MFR was cited for failure to make multiple attempts to obtain info for MDR decisions.